Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had to press buttons a few times and harder. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had changing batteries more frequent. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected low battery alarm anomalies noted. (B)(4).